Manufacturer narrative:
PMA/510k : 21oct2019. Date of report : 22oct2019. The manufacturer's international service technician evaluated the device and confirmed the reported problem using the splint lung test at start up. No parts were replaced since the customer used other channels to repair it. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event (B)(6) 2019. Date of report: 24jul2019.

Event description:
Customer contacted technical support (ts) stating that unit had pressure sensor failure. The customer reported there was no patient involvement.